Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that upon delivery to hospital there was a strong odor coming from box containing cement. The box was damaged upon receipt.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed, as the reported product was disposed of and no photographs were provided. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other reported events for this lot. Based on the information provided by the customer, there was an odor coming from the product when the reported damage was noted. This indicates that an ampoule(s) was broken at the time or shortly before the product was received by the customer as the smell would have come from the monomer when the ampoule was broken. This odor from the monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the description of the event, it appears that this product was damaged due to inappropriate handling or storage during distribution/transportation. Ncr was raised to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects.

Event description:
It was reported that upon delivery to hospital, there was a strong odor coming from box containing cement. The box was damaged upon receipt.